Event description:
On (B)(6) 2012, the health care professional (hcp)/ reporter contacted lifescan (lfs) alleging the patient's onetouch delica lancing device "hurts too much." The medical surveillance specialist (mss) was unable to reach the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not know when the alleged issue first started. The reporter stated, the patient uses oral medications (unknown type and dose) with diet and exercise to manage his diabetes. It is unknown if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated, the patient did develop symptoms, but was unable to state what they were specifically. The reported claimed, the patient was hospitalized due to the alleged issue, but was not able to state if he received any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was the first time the product had been used. The cca noted the patient was using the correct lancets at the time of testing. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because, the reporter claimed the patient was treated by a healthcare professional and hospitalized due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.